Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a4dr01 implantable pulse generator (ipg) (B)(6) 2012; 5076-58 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced a system infection. The source of the infection is not known. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.